Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the receiver did not alert when the patient went critically low. At 4 am, the patient was unresponsive. The continuous glucose monitor reading at that time was not documented. The spouse called 911. The blood glucose by emergency medical service was 24 mg/dl and the patient was treated with IV glucose. The patient was transported to the emergency department and diagnosed with "diabetes shock." The patient woke up 3 hours after arrival. There was no documentation of further medical intervention for hypoglycemia. Of note, basal and bolus insulins were provided (dosage is unknown). The patient was discharged on (B)(6) 2023 around 10 am. At the time of the report, the patient was still weak but home and recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.